Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep via phone that during pre-surgery for revise tibial interfix implant removal on (B)(6) 2024 of intrafix tibialsheath 30mm device and intrafix peek screw 8-10mmx30mm device, it was discovered that the implant device was pushing out of the skin from the infection. It was reported that a successful implant extraction occurred and the site was irrigated and closed. The patient is being treated for possible infection. There was patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was a non-conformance not related. D4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown in the initial report. Please note that the date of manufacture has been updated accordingly. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that intrafix tibialsheath 30mm *ea was in a used condition, foreign matter was found on the overall device surface, presumably biological matter. The device was deformed which can be attributed to the explantation of the device. No other anomaly could be observed on the device. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed and no additional related reports against the provided product code lot number combination were found. Therefore it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A biocompatibility evaluation report certificate review was performed for the finished device and it was concluded that the device met the requirements of biocompatibility per en iso 10993-1:2020 and is considered biologically safe for their intended use. The overall complaint was not confirmed as there is no indication that the observed condition of the intrafix tibialsheath 30mm *ea would contribute to the complained patient experience. Based on the investigation findings, it is unlikely that the reported patient experience was caused by this j&j medtech orthopaedics product. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: device availability: d9: the device availability date was incorrect in the previous report. The date has been updated from 11/12/2024 to 10/22/2024.